Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01251. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra coils 400 (pc400¿s). During the procedure, while advancing a pc400 through a non-penumbra microcatheter, the physician experienced resistance at the middle of the microcatheter; therefore, the pc400 was removed. Next, the physician attempted to advance a new pc400 through the microcatheter; however, resistance was encountered at the same position and the pc400 became stuck. Therefore, the physician removed the pc400 and the procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.